Event description:
A malfunction alarm was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who assisted in resetting the pump, although the call was not documented. Technical support decided to replace the pump since it was still under warranty. The caller was informed they would receive a pump with updated software and was instructed on how to return the faulty pump. The customer agreed to follow these instructions and understood they would need to reprogram their settings and connect their cgm to the new pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.